Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Saulino, m.f., staples, s., boster, a. A quantitative survey of best practices in intrathecal baclofen therapy (10327). North american neuromodulation society 19th annual meeting. 2015. 244. Summary: standard practices for intrathecal baclofen (itb) therapy were surveyed as the basis for developing consensus on best practices. Consensus was clear on key metrics, practices, and protocols. Dosing and therapy management were tailored to individual patients and thus more variable. Reported events: loss of itb efficacy was the most common problem requiring troubleshooting. Equipment problems most often involved catheters or off-schedule dosing/refill issues.